Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the external pulse generator (epg) had out of specification sensitivity. The epg passed incoming testing. It was indicated that a knob was hard to turn and had contamination. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had out of specification sensitivity. The epg was returned for trade-in. No patient complications have been reported as a result of this event.